Event description:
A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. Five sets of setscrew marks were seen on each connector pin providing evidence that proper contact between the lead connectors and the connector pins existed at least once. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a patient death or serious injury.

Event description:
A vns programming physician reported that he had a patient with high lead impedance. The patient had no report of any trauma or manipulation reported by caregivers prior to attaining their high impedance. The patient had full revision surgery and a lead break was noted in the or close to the generator location. X-rays were not taken preoperatively. The explanted product is at the manufacture pending completion of analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.